Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure. No further details are available at this time.

Event description:
A report was received that the patient will undergo an explant procedure. No further details are available at this time.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure.